Event description:
A cryocyte container cracked after thawing. Additional information received. The product was not administered. There was a loss of about 0.5 million cd34 cells, but they were still able to infuse 1.5 million. Autologus bone marrow was being processed/stored. It was to early to tell if the pt engrafted as expected. The bag had a fill volume of 50ml and was filled in 2007. The date the bag was being thawed was 2008, and the rupture was found on that date. The customer stated that there was no damage or deviation from the standard procedure during filling, freezing, storage, transport, and thawing.

Manufacturer narrative:
Baxter medical director assessment: this is a cryocyte bag breakage that occurred during/after thawing. There is no information of any pt adverse outcomes at this time. The product in the broken bag was not infused; so there is no risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk, with a possibility of infection. As such, this breakage could potentially cause or contribute to an event. An attempt should be made, if possible, to obtain the pt outcome. Multiple attempts have been made to acquire information concerning the pt's outcome. No response has been received. Cryocyte bag breakage is currently being address through CAPA.